Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated as the representative could register a demo head on the navigation system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the surgeon was unable to register the patient after eight subsequent attempts. It was reported that the site was using the side emitter and that instruments were tracking without issue. It was reported that the site used a second medtronic navigation system to complete the procedure, and that the surgeon could register the patient in one attempt. There was a reported delay to the procedure of ten minutes, due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation was initiated. Logs were reviewed but no archive was available for investigation. There is not enough information to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.